Event description:
It was reported that during the implant the helix of this right ventricular lead did not extend after 30 rotations. Various methods were used to extend the helix, finally the helix extended and measurements were taken which appeared to be high and out of range. It was difficulty to retract the helix of this lead, and a lead fracture was alleged. It was noted that the patient had torturous anatomy which could have caused the difficulty with extending and retracting the helix. A new lead was used. This lead was returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the cathode coil was fractured near the terminal end. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Manufacturer narrative:
This lead will be returned. Upon return and analysis this investigation will be updated.

Event description:
It was reported that during the implant the helix of this right ventricular lead did not extend after 30 rotations. Various methods were used to extend the helix, finally the helix extended and measurements were taken which appeared to be high and out of range. It was difficulty to retract the helix of this lead, and a lead fracture was alleged. It was noted that the patient had torturous anatomy which could have caused the difficulty with extending and retracting the helix. A new lead was used. This lead will be returned for analysis. No adverse patient effects were reported.